Event description:
The facility rep reported a pump that is not infusing. This was found during bio-med testing, with no patient involvement. Although baxter attempted to obtain information, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.